Event description:
Patient had been receiving elevated blood glucose results (181-246 mg/dl, normally 100-114 mg/dl) on the suspect device. Based on elevated results, patient reportedly sought treatment at the hospital. Reporter stated that pateint's capillary blood glucose was measured on a hospital device with a result of 70 mg/dl. With seconds, patient reportedly retested blood glucose, using the suspect device, and obtained a result of 235 mg/dl. No patient injury was repoted and no treatment was received. Quality control testing had not ben performed on the suspect device. Technical support rrequested the return of the suspect product and replacement product was shipped.